Event description:
It was reported by the customer that post-implant a realize band, there was a possible leak. In the past two months no restriction has been noticed along with weight gain. During the last visit with a bariatric surgeon, it was determined there was a leak by the amount of fluid left in the band. Out of a total of 11cc, only 3 could be recovered. The consumer states that the surgeon has not done any imaging, but has made an educated guess that the leak is from the port. At this time, the patient states that she cannot pay for the cost of the procedure. Therefore, a date to replace the port has not been scheduled.

Manufacturer narrative:
(B)(4). Device remains implanted.